Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient, alleging the animas insulin pump is not giving inaccurate bolus dosage yesterday. The patient subsequently had elevated blood glucose of 496 mg/dl with sign of large ketones and symptoms of nausea and vomiting. In addition, the patient had multiple losses of prime issues. The patient reportedly was hospitalized and required rapid insulin via syringe. At the time of call to animas, the patient was off of insulin pump therapy and remained on rapid insulin treatment via syringe. Troubleshooting resolved the reported issues. The time and date was programmed correctly. The basal rate and advance feature setting was set according to the patient¿s usage. This complaint is being reported because the patient had elevated blood glucose and symptoms and sign of hyperglycemia while on insulin pump therapy. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: testing was unable to duplicate reported complaint. No defect was found. The pump history shows the last basal delivery and the last bolus were delivered on (B)(6) 2013. Pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No issues observed while performing boluses. On (B)(6) an rf timeout warning was observed at 15:42; the remaining bolus was successfully completed at 15:43. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.